Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was observed that the right atrial (ra) lead was not capturing and the device was programmed to vddr. Fluoroscopy revealed that the ra lead was dislodged. The lead was explanted and replaced on (B)(6) 2020. The patient was stable and discharged the same day.